Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 75% stenosed, severely calcified and moderately tortuous lesion in the coronary artery. The 10mm x 2.25mm wolverine coronary cutting balloon ruptured at an unknown pressure. The procedure was successfully completed with a different device without further issue or patient injury.

Manufacturer narrative:
Device returned to manufacturer: the 10 mm x 2.25 mm wolverine was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the proximal end of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands and blades of the device. All blades were present and fully bonded to the balloon material. However, tip damage was identified at the distal edge of the tip. This type of damage is consistent with excessive force that could have been applied because of meeting resistance during the procedure. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 75% stenosed, severely calcified and moderately tortuous lesion in the coronary artery. The 10mm x 2.25mm wolverine coronary cutting balloon ruptured at an unknown pressure. The procedure was successfully completed with a different device without further issue or patient injury.